Manufacturer narrative:
Please note that the conclusion code of 4316 was used as ¿adverse event related to patient anatomy and/or condition¿ was not an available option. Complaint conclusion: as reported from the cordis real-precise study, 37 months after a procedure in which a 7mm x 30mm precise pro carotid self-expanding stent (ses) was implanted, the patient experienced in-stent restenosis. Symptomatology was characterized by cold hands and wounds with impaired healing. The in-stent restenosis was noted to be mild in severity and was possibly related to the study device. The patient underwent dilation and re-stenting of the lesion to treat the in-stent restenosis and reportedly resolved. During the initial procedure local anesthesia was administered. The device was used per the instructions for use (IFU). An ipsilateral femoral approach was used. The stent was successfully implanted and was fully expanded with balloon dilatation. No adverse events occurred during the initial procedure. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process; it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intrastent percutaneous transluminal angioplasty (pta) or placement of a second stent. Based on the information available for review, factors that may have influenced this restenosis event include patient, procedural, pharmacological, and lesion, especially since the restenosis was noted 37 months after stent implantation. However, without procedural images, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Please note that the lot number is currently unknown. The phone number for the initial reporter was not provided; therefore, (B)(6) was inserted due to system requirements. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported from the cordis real-precise study, 37 months after a procedure in which a 7mm x 30mm precise pro carotid self-expanding stent (ses) was implanted, the patient experienced in-stent restenosis. Symptomatology was characterized by cold hands and wounds with impaired healing. The in-stent restenosis was noted to be mild in severity and was possibly related to the study device. The patient underwent dilation and re-stenting of the lesion to treat the in-stent restenosis and reportedly resolved. During the initial procedure local anesthesia was administered. The device was used per the instructions for use (IFU). An ipsilateral femoral approach was used. The stent was successfully implanted and was fully expanded with balloon dilatation. No adverse events occurred during the initial procedure. The device will not be returned for evaluation.